Manufacturer narrative:
The lot was manufactured january 23, 2018 - january 24, 2018. The device was received for evaluation. Visual inspection noted fluid contained inside the device housing indicating a leak had occurred. A functional leak test was performed and evidence of leak was observed at the volume indicator located inside the housing. The reported condition was verified. The cause of the condition was due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single-day infusor leaked during filling of the device. It was further specified that solution leaked through the bladder with the solution remaining in the space between the bladder and the infusor. There was no patient involvement. No additional information is available.